Manufacturer narrative:
Additional information.we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.(B)(4).

Event description:
It was implanted last week and was explanted on monday due to malfunction. The customer is going to provide me the specifics and I will forward you the additional information. In the interim can you provide me with the complaint number and send me an explants kit. Can you also send them a no charge replacement. (B)(4); additional information explained that the ruby ball was floating and operating setting was well over 100mm. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4).

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. Please refer to (B)(4).

Event description:
It was implanted last week and was explanted on monday due to malfunction. The customer is going to provide me the specifics and I will forward you the additional information. In the interim can you provide me with the complaint number and send me an explants kit. Can you also send them a no charge replacement. 3/23 additional information explained that the ruby ball was floating and operating seething was well over 100mm. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to (B)(4).